Event description:
It was reported that this patient presented to the emergency room (ER) following several incidences of syncope. A review of the device data indicated that there was no evidence of stored episodes corresponding with the time of the patients reported syncope. It was noted that there were several hundred right ventricular automatic capture (rvac) tests that were run by the device, which indicated a possible loss of capture. The presenting electrogram (egm) also indicated there was right ventricular (rv) loss of capture. In addition, there was a recent increase in the rv pace impedance to 1800 ohms approximately one (1) month ago and the most recent measurement was 2191 ohms, which is high out of range. The rv lead is not a boston scientific product. The healthcare provider (hcp) indicated that the rvac feature was programmed off and the rv pacing output was increased to two (2) times greater than the safety margin. Boston scientific technical services (ts) provided guidance to the hcp to consider performing a full lead evaluation, including isometric and pocket manipulation testing and a verification of the impedance measurements. Ts also discussed performing a chest x-ray to confirm the position of the rv lead. The hcp indicated an x-ray was performed in the ER and it was noted that the rv lead had no slack and had pulled back. The patient was subsequently brought into the clinic for further evaluation the following day. The rv lead was not confirmed to have dislodged so a lead revision was not performed. The rv lead was programmed to a unipolar pacing and bipolar sensing configuration where capture was confirmed, and the physician was satisfied with the associated measurements. It was indicated that the patient will continue with regular remote and in-clinic monitoring. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER) following several incidences of syncope. A review of the device data indicated that there was no evidence of stored episodes corresponding with the time of the patients reported syncope. It was noted that there were several hundred right ventricular automatic capture (rvac) tests that were run by the device, which indicated a possible loss of capture. The presenting electrogram (egm) also indicated there was right ventricular (rv) loss of capture. In addition, there was a recent increase in the rv pace impedance to 1800 ohms approximately one (1) month ago and the most recent measurement was 2191 ohms, which is high out of range. The rv lead is not a boston scientific product. The healthcare provider (hcp) indicated that the rvac feature was programmed off and the rv pacing output was increased to two (2) times greater than the safety margin. Boston scientific technical services (ts) provided guidance to the hcp to consider performing a full lead evaluation, including isometric and pocket manipulation testing and a verification of the impedance measurements. Ts also discussed performing a chest x-ray to confirm the position of the rv lead. The hcp indicated an x-ray was performed in the ER and it was noted that the rv lead had no slack and had pulled back. The patient was subsequently brought into the clinic for further evaluation the following day. The rv lead was not confirmed to have dislodged so a lead revision was not performed. The rv lead was programmed to a unipolar pacing and bipolar sensing configuration where capture was confirmed, and the physician was satisfied with the associated measurements. It was indicated that the patient will continue with regular remote and in-clinic monitoring. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.